Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information - the device was explanted on (B)(6) 2020.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic for follow-up. It was discovered that their pacemaker was in backup pacing mode. The patient was in stable condition but noted fatigue. The device could not be restored from backup mode. Device explant was discussed but did not occur.